Event description:
Additional information received from patient reported that the device never worked since implant. He has been dealing with programming issues for three months. He wanted to get it resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va14dtm, implanted: (B)(4) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient stating that their left side was worse before implant, but is now controlled. They went on to state that their right side had gotten worse. The caller also reported a worsening in speech, and "slowness." The patient did not know if it was because of disease progression or their implant. The patient stated that they turned their right side down to 0.0v to see if medication could take care of the tremors, which it did. However, when they turned the right side amplitude up again, their tremors worsened. The caller mentioned that they had been taking levodopa, carbidopa, and rytary medications but could not exceed 500mg of levodopa per day without "getting into a fog." It was noted that the patient had to increase medications due to lack of therapeutic effect. The caller concluded that they were going to continue working with their health provider towards controlling the tre mors, worsened speech, and slowness.

Manufacturer narrative:
Corrected; other no longer applicable. Section information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va14dtm, implanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va14dtm, implanted: (B)(6) 2016, product type: lead. Corrected to malfunction. Upon further review patient code (B)(4) was removed and a new code was added.

Event description:
Additional information received from the patient reported that the therapy had never worked for him on the right side and he had tremors. Since implant he was taking more medication to control his right side. He used medication to control his tremor on the right side prior to implant as well. The stimulation setting was at 0.0, although it was still on. The left side was working to control his tremor. The healthcare provider (hcp) was out of options and the patient was trying to see other doctors. The patient later reported that a lead was not working since implant. The hcps were aware and having him see other doctors.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson dual and movement disorder. The patient reported he was recently implanted. Therapy did not do anything for him and there was no benefit. His tremors never left and actually were getting worse. He had no effect what so ever. It was indicated that when they were doing the placement of the probes, they were able to stop the tremors completely. During the probes placement in the operation room, before implantable neurostimulator (ins) was implanted, they were applying the voltage individually and they were able to achieve the elimination of the tremor. On (B)(6) 2016, the patient had his first initial programming, they turned the ins on. Patient stated it was not the same healthcare provider (hcp) that did the lead placement. The new hcp was unsuccessfully in programming the device. It was indicated that hcp was not able to achieve what they achieved when placing the probes. They took the adjustment away from patient and everything was set up at 1 v. Patient also said he guesses the outcome of initial adjustment could also be affected by some swelling of the brain that he had. Patient was referred to another hcp that he was going to see next and he wanted to make sure to find out some details about his device and he wanted to be on the same page as far as adjustments before he was going to see the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.